Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device embedded in uterus for two years") and device expulsion ("device embedded in uterus for two years") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), inflammation ("chronic inflammation"), headache ("chronic headaches") and arthropathy ("joint deterioration"). At the time of the report, the embedded device, device expulsion, pelvic pain, inflammation, headache and arthropathy outcome was unknown. The reporter considered arthropathy, device expulsion, embedded device, headache, inflammation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.